Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Boston scientific technical services (ts) noted that the lead had a high out of range impedance value, however, the impedance was trending around 100 ohms prior. It was noted there was no sign of lead integrity concerns. Ts provided resolution recommendations, such as reprogramming. The lead remains in use. No adverse patient effects were reported.